Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, three episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. No intervention has been performed, and the rv lead will continue to be monitored. The patient was stable following this event with no adverse consequences.